Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, d4, d6b, h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "moderately full upper poles, full lower poles and bottomed out lower poles" and "breast skin appears loose". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "moderately full upper poles, full lower poles and bottomed out lower poles" and "breast skin appears loose". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: device wrinkling: observed. Deflation: observed, an opening assessed as surgical damage. Migration: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.